Manufacturer narrative:
B3: event date is date valid  medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was patient called in escalated and reported their ins didn't work and they had to crawl out of bed this morning because their implanted neurostimulator wouldn't work and their back was sore. Patient noted they charged both their controller and their spinal cord stimulator, but they couldn't use their controller and the ins didn't work. Agent asked for clarifying information and tried to gather staging record information, but patient was escalated and didn't want to continue. Pt noted they met with someone yesterday (but agent couldn't clarify if they met with a mdt rep due to outcome of the call). Patient services specialist offered to troubleshoot with the patient, but the patient became more escalated and demanded to speak to someone else. Agent offered the patient a call back within 24 hours. Agent called patient back. Patient stated their stimulator was not working and they were in so much pain they couldn't move. Patient stated that they got one battery full but can't get the other battery to fill up. Patient sta ted they saw their rep yesterday and thought they had gotten things working, but now today it's not working. Patient turned the controller on and saw "stimulation is off." Patient saw the implant was at 30% and the controller was 60%. Patient noted they just took the recharger off, and it did charge up a little bit. Agent understood the implant battery had been low and stimulation turned off. Agent walked patient through turning stimulation on. Patient connected the recharger and began recharging with excellent quality. Patient noted they have 3 scars on their back and aren't sure which one is for the implant, so finding the right spot to charge can be tough. Patient added that their rep said the battery should last a week but it doesn't seem to be lasting a day. Agent reviewed recharging best practices. Patient noted they were feeling stimulation working down their leg. Agent reviewed the equipment general use and function with patient. Agent reviewed with patient that everything appeared to be working as intended. Patient noted that they haven't been able to sleep because they hurt so bad and the middle of their back was cramping; patient was not sure if stimulation was on overnight. Agent advised patient to check implant battery level before bed to see if the implant has charge and stimulation is turned on/off. Patient noted during the trial they had 4 programs but now they only have 1. Agent reviewed programming informati on and advised patient to follow up with their mdt rep for additional programming if desired. Pt called back stating they spoke to medtronic rep who said to call patient services for help. Since getting implanted the pt could barely get to the end of the road for it was not working. The pt was getting electric shocks going down their leg all night long and pt could not sleep since their feet were vibrating and numb. Pt said their stimulation was off but their toes were still tingling. During call pts stimulation was turned on on group a. Pt decreased program 1 to 4.44 to 3.0. Pt will consult with rep about a possible appointment at the hcp.

Manufacturer narrative:
A4: added patient weight information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they returned the product to the company. It doesn't work. Pt was disappointed. Later pt reported their right leg is numb all the time. They have no used the product. Patient is thinking to have it removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.